Event description:
It was reported that the catheter was functioning normally while the patient was in the operating room. Into the second day, the staff noted that the numbers were not correlating-cardiac output and svo2 were incorrect. Cardiac index was good and patient was doing fine. There were no patient complications or intervention reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that in vitro calibration was normal. Catheter passed attenuation and x-talk testing and the eeprom data was normal. The thermistor and thermal filament were continous. There was no error message observed on the monitors. All through lumens were patent and the balloon inflated clearly, and concentrically, and remained inflated within specifications. There was no visible damage observed to the returned catheter.